Event description:
Healthcare professional reported, right side device rupture. The device has been explanted.

Manufacturer narrative:
E.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side no complaint against the device. The event of rupture, is no longer reportable to the FDA. And will be unreported. The device is also, non-PMA approved. And not reportable to the FDA.

Manufacturer narrative:
Clarification h.1: there is no serious injury. As there is no complaint against the device. The device is not reportable to the FDA, as it is non-PMA approved. The healthcare professional reported, a no complaint against the device.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 20/mar/2024.

Event description:
Healthcare professional reported right side no complaint against the device. The event of rupture is no longer reportable to the FDA and will be unreported. The device is also non-PMA approved and not reportable to the FDA.